Event description:
It was reported that, "during a cadaver lab, an associate was trying to remove the lag screw and the teeth on the end of the lag screwdriver broke."

Manufacturer narrative:
Additional info has been requested. Once the investigation has been completed any additional info will be reported in a supplemental report.